Manufacturer narrative:
Follow-up #1: date of submission 02/15/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: the pump was returned with the sound features set to the following: normal bolus, reminder (vibrate), audio bolus, alert, alarm/error (high), temp basal (off), reminder (vibrate), warning (low). The pump history showed a replace cartridge alarm on (B)(6) 2016 10:58. The next prime was recorded at 11:18. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump booted to the verify screen with vibratory but no audible sound. All sound features were manually changed to ¿high¿; the pump still had no sound. The audible sound alarm was unable to be measured. The pump cover was removed and no defects to the piezo chip were found; however, the piezo contacts were misaligned causing the audible alarm sound loss. The contacts were adjusted and the audible sound returned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose below 40 mg/dl with difficulty speaking, blurred vision and lethargy associated with no sounds in the pump. Reportedly, the patient remained on the insulin pump and received oral carbohydrates as needed. During troubleshooting with customer technical support, it was revealed that the pump had no sounds, but the vibration was working properly. This complaint is being reported because the patient allegedly experienced hyperglycemia because of no sounds in the pump.